Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned 14-533041 (zyston curve variable inserter shaft) from lot pt43a was visually inspected. Initial inspection confirms the reported complaint. The threaded tip of the inserter shaft has fractured off. A functional assessment of the device could not be performed in its present condition. It was noted in the related complaint that the implant retained the tip of the inserter at the time of failure and was unable to be removed, necessitating use of a different implant. Upon initial inspection at the (B)(4) facility, the threaded tip was found outside of the implant. It is suspected that the tip loosened and separated from the implant during the shipping/handling processes to return the part for inspection. The DHR (device history record) for the product lot was reviewed. There were no reported non-conformances or product deviations that could have contributed to the reported device failure. Upon incoming inspection the lot was verified as conforming for the following traits: laser etchings and overall finish, physical dimensions, assembly orientation, a functional analysis of the threads, coating certs, and hardness. The root cause of this event cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique, and/or misuse.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported that the inserter broke during a transforaminal lumbar interbody fusion (tlif) procedure. The threaded portion remained in the implant, therefore it could not be implanted. Another implant and inserter were used to finish the surgery. No adverse events were reported.